Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this brady lead, placement removal difficulty was met. Moreover, as the lead was being placed, the tip got stuck in the superior vena cava and was not able to be removed from that spot. Hence, lead was abandoned in that location. No additional adverse patient effects were reported.